Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced visual discomfort and was unable to adapt to the lens. The iol was exchanged for another lens five months following the initial implant procedure. Additional information was requested.

Manufacturer narrative:
Product evaluation: the lens was returned in a lens container. A handwritten label with the iol info written on it has been placed on the lid of the container. Viscoelastic is observed on the lens. The lens has been cut into two pieces typical of a removal. Power and resolution testing could not be conducted due to the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The root cause for the reported adaption issue could not be determined. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the patient experienced visual discomfort. The iol was replaced and the surgery was completed. Replacement lens information has not been provided. Additional information provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: 2020-18677